Manufacturer narrative:
Product was returned for evaluation. Testing found the ph, tonicity, color, and clarity all within specifications. The doctor indicated the corneal ulcer could be related to non-compliance and overwear. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Patient reported presenting to an emergency department doctor with a corneal ulcer in the left eye and a eye drop was administered that contained a dye. The next day, the patient was examined by an eye care specialist. Patient self treated the corneal ulcer with an antibiotic prior to being examined by the specialist. Specialist confirmed the corneal ulcer was central and was treated with an antibiotic and steroid. A culture was not performed. The patient recovered with scar and permanent decrease in visual acuity.